Event description:
It was reported that during use with bd intima-ii¿ catheter 24g x 0.75in (y connector end cap, prn) "welding marks" were discovered on the needle. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the nurse used an intravenous indwelling needle for the patient's intravenous infusion. It was found that there were welding marks on the steel needle pillow core of the indwelling needle, which was not smooth enough and affected its use. Therefore, the indwelling needle was replaced for puncture and can be used normally.

Manufacturer narrative:
H6: investigation summary: in response to the event reported a device history review was conducted for lot number 2220791. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd intima-ii¿ catheter 24g x 0.75in (y connector end cap, prn) "welding marks" were discovered on the needle. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the nurse used an intravenous indwelling needle for the patient's intravenous infusion. It was found that there were welding marks on the steel needle pillow core of the indwelling needle, which was not smooth enough and affected its use. Therefore, the indwelling needle was replaced for puncture and can be used normally.